Event description:
The customer reported a broken electrical connection cable of the cell-dyn analyzer waste sensor. The part is to be replaced in order to resolve the issue. No waste exposure was reported. No impact to user safety or to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.